Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint shows no problem was detected. Either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device is due to no device problem was found. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope has red foreign material on the distal end that was not blood. The issue reported occurred during an unspecified event. There were no reports of patient harm.